Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with continuous renal replacement therapy (crrt) using a prismaflex tpe2000 set, blood was observed backing towards the heparin syringe and external fluid leakage was observed at the non-return valve located in the heparin line. The patient was connected for therapy at the time of this event. To resolve this issue, the customer changed the set. There was no patient injury or medical intervention associated with this event. No additional information is available.